Manufacturer narrative:
Devices not returned for evaluation as of 09/16/2014.

Event description:
Info indicates that administration sets were under delivery during pm tests. No patient involvement was indicated.